Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had to lower the setting a little bit the stimulation because after about 8 days from the implant, they were still feeling the stimulation strong. Patient also reported that sometimes when they sit down it felt like the device flips like instead of it being flat it's sideways in it and it was painful. The patient was redirected to their healthcare provider to further address the issue. Patient had a follow up appointment on (B)(6) 2024. Patient reported decreasing stimulation due to it was strong and feeling the ins in the incorrect position while sitting and causing pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.